Manufacturer narrative:
Correction made to investigation finding and investigation conclusion codes.

Manufacturer narrative:
Investigation concluded that no data indicates that there is errors on the oximetri module. Data points to possible air bubbles or cloth could be trapped inside the cuvette. These can be removed by doing persistent rinse of the liquid transport system.

Event description:
According to the complaint, incorrect thb results was measured on two blood gas samples on abl827 flex plus analyzer ((B)(6)): sample # (B)(6): abl analyzer incorrect result: 27g/l, lab analyzer comparison result: 118g/l sample # 108567: abl analyzer incorrect result 121g/l, lab analyzer comparison result 67g/l sample # (B)(6) is considered false high and sample (B)(6) is considered false low.